Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device fell, however it did confirm the customer comment that the generator needed repair. Analysis found the upper case broken and dented, one bail cover was broken, the ring cover was contaminated, the atrial output connector was broken, two case screws were missing, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the keyboard was scratched, the liquid crystal display (lcd) was broken and the main printed circuit board (pcb) was out of specification. It was also noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(4).

Event description:
The external pulse generator was returned for service due to having been dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.